Event description:
Thrombolysis procedure of the left popliteal vein. The wire perforated the catheter where the proximal balloon marker is located.

Manufacturer narrative:
The device history record (DHR) review was conducted for product code (B)(4), lot# 551241, which was manufactured in june 2012 and the expiration date is june 2014. This lot is 100% visually inspected with no defects found. Additional information has been requested. Should it become available a supplemental report will be submitted.